Manufacturer narrative:
Product analysis: it was identified during device analysis that both of the epg output connectors were broken. The hanger was cracked, the lower case was cut. The whit wire on the liquid crystal dispaly (lcd) was pinched, but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned as was no longer needed, the epg subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.